Event description:
Caller states that he obtained a result of 141mg/dl on the device and took 3 units of insulin. He states that approximately 2.5 hours later he read 302 mg/dl on the device and took 10.5 units of insulin. He reports that 3 hours later he was having low blood glucose symptoms and tested at 45mg/dl on the device. He reports eating chocolate and feeling better. No strip information was provided. Quality controls were used and reportedly in range. Requested return of suspect device and replacement was sent.